Event description:
It was reported via repair work order that the footend lift was stuck about 3/4 of the way and would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.